Event description:
The manufacturer was contacted in reference to a patient's son stating the patient did not receive the device. The patient passed away. The cause of death is not known. There is no allegation that the device contributed to the patient death. No other information is available at this time. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.